Manufacturer narrative:
(B)(4): the customer reported that during a patient event, they could not acquire an etco2 value. The involved patient died, but the customer has stated that the device behavior was not a factor in the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that during a patient event, they could not acquire an etco2 value.